Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2013 patient experienced a rash under the adhesive pad. Patient spoke with doctor around the time of the event, and doctor recommended hydrocortisone cream. No medical intervention was required.